Event description:
It was reported that during a da vinci surgical procedure, it was noted that top of the pk dissecting forceps instrument would not close properly. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip tips were bent. The bent tip caused improper closing of the grip. One grip was bent, causing side to side misalignment of the grips. There was a .119 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The bent damage may have been likely due to mishandling/ misuse. Failure analysis investigation also found the instruments pitch cables were frayed. The instrument was found with the frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the instruments distal pulleys had scratch marks and abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.